Event description:
It was reported that the powder did not mix properly and there was numerous large powder bubbles left in it. There was no adverse consequence for the pt or delay in surgery or anesthesia time.